Event description:
The ventilator was calibrated ahead of time with the correct settings. The start ventilation button was pushed, and air could be heard coming out the circuit as usual. However, the vent was not allowing any chest rise for the patient. Our bio medical team was unable to duplicate the issue or find an issue with the logs.